Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer service instructed several troubleshooting steps, but the pump did not respond. As a result, a replacement pump was arranged, and the caller opted for mdi as a backup therapy. Customer service also confirmed the pump's warranty status and advised the caller on returning the defective unit and the steps to follow when the replacement arrives.